Event description:
It was reported that the atrial lead exhibited noise lasting about 1 second. The patient would be monitored. On (B)(4) 2013, during follow-up several auto mode switch episodes caused by noise were noted. The patient would be monitored with remote care.

Manufacturer narrative:
Date received by manufacturer: should have been 28-nov-2013 rather than 09-sep-2013.

Event description:
Additional information received indicated that the physician elected to copy the previous settings for the atrial lead during a device change out procedure on (B)(6) 2016. The patient was in a good medical condition.